Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr251627_hhs_FDA_sus_mw5083235_recvd 07feb2019_mnp.pdf].

Manufacturer narrative:
Additional information: an hhs/FDA sus report reference# mw5083235 was received. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr251627_hhs_FDA_sus_mw5083235_recvd 07feb2019_mnp.pdf].

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a right lower extremity angiogram with runoff vessel study and popliteal angioplasty, a flexor high-flex ansel guiding sheath separated. The procedure was performed on (B)(6) 2018. Access was obtained in the leg for a contralateral approach, and the patient was reported to have calcified anatomy. Devices utilized through the complaint device included unknown wires, balloon catheters, micro-catheters, and atherectomy catheters. The device was believed to separate during removal, in which an unknown wire was in the lumen. The complaint device was exchanged for an unknown short sheath and another manufacturer's closure device. The physician performing the procedure was unaware that the device had separated and remained in the patient at the time of the procedure. On (B)(6) 2018, the patient underwent a follow-up duplex scan of the lower extremity arteries. This showed a retained foreign body with adjacent areas of intermittent occlusion. The patient was referred to the initial cardiologist for follow up. On (B)(6) 2019, attempts to remove the retained sheath via snare were unsuccessful. It was reported that the physicians involved in the case confirmed that the retained foreign body is from the complaint device by identification of the tip. The length of the retained foreign body is approximately 10 centimeters. The patient plans to consult a vascular surgeon at another facility for removal of the separated portion. Additional information regarding event details has been requested, but it not available at this time.